Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The following sections were corrected: b7 the device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address ligament instability approximately two (2) years following the patient's last knee procedure. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - nexgen precoat femoral component size g left catalog #: 00596001751 lot #: 63956263, nexgen precoat stemmed tibial component catalog #: 00598004701 lot #: 62772516, nexgen all poly patella 35mm catalog #: 00597206535 lot #: 62785917 g2 - report source - foreign: the event occurred in australia the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-02663 3007963827-2023-00262. Investigation incomplete.